Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to an infection prosthetic shoulder with positive blood cultures for staph aureus. The patient had a cyst that was drained and treated with antibiotics. Vegetation was noted on both leads. No further patient complications have been reported as a result of this event.